Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50 serial/lot #: (B)(4), description: artisan surgical lead, 50cm model #: sc-4316 serial/lot #: (B)(4), description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the stimulation was making the patient's legs weak. The patient underwent an explant procedure. Device malfunction was not suspected.